Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported her blood glucose has been staying up longer than normal after breakfast. Pt stated her blood glucose has recently been up to 220-350 mg/dl. Pt reported her blood glucose is usually anywhere from 70-350 mg/dl. Pt reported she will bolus and if it doesn't bring her blood glucose back down she has been taking an injection. Pt stated she has been having issues since she began using the infusion sets a couple of months ago but she does not know how long exactly. Pt reported having issues with insertion. Pt stated the infusion sets wouldn't go in for her and wouldn't penetrate her skin. Pt reported the infusion sites did not leak that she noticed. Pt stated the infusion set cannulas did not bend but she hasn't been paying much attention. Pt manually inserted the infusion sites. Pt is using a competitor's infusion device. Pt reported the issues have occurred more than once. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.